Event description:
Initial result for a pt vancomycin was 21.3 ug/ml. When repeated, the result was 42.8 ug/ml. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.